Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), after flushing, the tether was pulled, but it became stuck. While pulling the tether, there was a moment when it became taut, causing part of the tines to disengage and resulting in dancing. The tether was fully pulled out, but the dancing did not resolve, so retrieval was performed using a steerable catheter and snare. The leadless ipg was attempted/not used and replaced. It was also noted that the introducer was used more than six months after the use by date. No patient complications have been reported as a result of this event.